Event description:
Procedure: open colectomy. Reportedly, the instrument stapled, but did not cut properly. Another lower resection had to be performed on the rectal stump, because the instrument could not be removed properly. The instrument was used in the usual way and no specific problem was encountered with the closing or the manipulation of the instrument. An endo gia had to be used to perform the lower resection and another ppceea was used for the circular end-to-end stapling.